Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) was unpaired after an MRI procedure. The ICD was found to be in backup mode. The device was restored back to normal settings. The patient condition was not known.

Manufacturer narrative:
The reported complaint of the device unable to be paired with the merlin application was confirmed. Based on the information provided, it was determined that the device experienced a power-on reset that resulted in the real-time clock resetting. Due to the real-time clock reset, the device could not pair and bond with the patient application. The root cause of the power-on reset was unable to be determined.

Manufacturer narrative:
Correction: h2 - selected device evaluation and h3 - selected yes.